Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococci (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: all channels: pseudomonas aeruginosa (>100 cfu). Second time; (B)(6) 2021: all channels: pseudomonas aeruginosa (>100 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus (B)(4). For evaluation. In the evaluation of ofr the following was confirmed; lg lens chipped, bending section rubber glue lifted, cylinder scratched, sw perforated, instrument channel deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.